Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a component failure of the defogging function, a component failure of the charged-coupled device unit, a component failure of the outer tube, image flickering, damage to the insertion tube rotation ring, and damage to the charged-coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause to the fog free error e104 was found to be component failure of the defogging function, damage on insertion tube rotation ring image flickering was found to be component failure of the charged coupled device unit, and the most probable root cause to the damage on insertion tube rotation ring was found to be component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope displayed a fog-free error (e104). The issue occurred during setup/inspection before sedation. There were no reports of patient harm.